Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 905c50. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 905c50, and no non-conformances were identified. Additional information was requested and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If no, ask staple line issue questions if yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. No further information are available.

Event description:
It was reported that after an unk procedure, found this device in an office. At the moment, the only information is that the device is defective. No patient harm was reported.